Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device does not support humidification. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation the unit has ui bezel with electrical damage was observed. The customer complaint was reproduced. There were no errors has been identified. The device was scrapped.